Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure, the intra-aortic balloon could not fill even manually. There was no patient involvement.